Event description:
Caller reported blood glucose results of 258 mg/dl, 110 mg/dl, and 77 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The account alleged a tech was cleaning the bed and after raising the head section, attempted to lower the bed with CPR. When she pulled the CPR handle, the head section did not initially lower and she heard a 'pop' in her shoulder. The tech went to the ER and her arm was placed into a sling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.